Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2022, a 35mm portico ng/navitor titan valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve replacement. A pre-implant balloon valvuloplasty was performed once with a 25mm sizing balloon. The valve was re-sheathed twice during deployment as it was initially placed too high. The valve was then fully deployed and released. There were no retraction difficulties, and all retainer tabs released. A post-implant balloon valvuloplasty was performed once with a 25mm sizing balloon due to mild paravalvular leak. The patient's activated clotting time (act) was 440 seconds. The stent diameter on the aortic side was 32mm. The stent diameter on the annulus side was 32mm. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 3mm. The distance from the left coronary cusp (lcc) to the ventricular end of the frame was 5mm. On screening computerized tomography (CT) scan prior to procedure, it was reported that the aortic valve (av) calcification was severe and that there was sufficient calcium to allow sealing. The annulus calcification was protruding into the left ventricular outflow tract (lvot), and the lvot calcification was described as severe. The mitral annulus calcification (mac) was described as mild. It was unknown if there calcification extending beneath the aortic annular plane in the interventricular septum or not. The membranous septum was 3.0mm. Post procedure on (B)(6) 2022, a left bundle branch block (lbbb) was observed on electrocardiogram (ECG). The patient was asymptomatic and was monitored for the duration of hospital stay, and there was no prolonged hospitalization for monitoring of rhythm. No treatment was required, and the lbbb resolved the same day. No additional information was provided.

Manufacturer narrative:
An event of perivalvular leak and left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that severe calcification was noted. The information from field also indicated there were no deployment difficulties. Information from the field indicated that the implant depth was non-coronary cusp 4mm and left coronary cusp 5mm; which is deeper than the recommended 3mm depth. Based on the information received, the cause of the reported incident could not be conclusively determined but the severe calcification noted or implant depth could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.